Manufacturer narrative:
Blank fields in this event are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. Concomitant medical products: ID#(B)(4), nim control patient interface box, serial # (B)(4), lot # 55195800; ID# (B)(4), nim high stim interface, serial # (B)(4), lot # 47860000. (B)(4). The error was discovered during maintenance evaluation; the devices have not been returned for evaluation.

Event description:
It was reported that during service maintenance of the nim spine system at the user facility "there is no emg response". The event did not occur during a procedure and there was no patient involvement.